Manufacturer narrative:
(B)(4).

Event description:
It was further reported that when the was moved forward while advancing the wds, a perforation of the laa occurred. The patient also experienced tamponade.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR ID: 2134265-2015-05859. It was reported that pericardial effusion and death occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman® access system (was) was advanced over a pigtail catheter and aligned to the ostium of the laa. There was still depth distal to the was. The pig tail catheter was removed and a 24mm watchman ® laa closure device and delivery system (wds) was then introduced into the was. While advancing the wds, prior to reaching the distal end of the was, the was moved forward. Contrast was injected and the was was visible in the pericardial space. The system was removed from the pericardial space and the patient's chest was prepped. Pericardiocentesis was performed. The drained blood was reinfused and clots were visible in the left ventricle. Protamine was administered as well as drugs to treat the drop in blood pressure. The patient started crashing. Chest compressions were performed; however, the patient ultimately expired on the table.